Event description:
The consumer reported a false negative result with binaxnow covid-19 ag self-test on (B)(6)2022. The consumer performed a test at a doctor clinic on (B)(6)2022 and received a positive result. Also, the consumer performed a test with binaxnow covid-19 ag self-test on (B)(6)2023 and received a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported a false negative result with binaxnow covid-19 ag self-test on (B)(6) 2022. The consumer performed a test at a doctor clinic on (B)(6) 2022 and received a positive result. Also, the consumer performed a test with binaxnow covid-19 ag self-test on (B)(6) 2023 and received a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Updated data: d4: expiration date testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212618 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 212618 and device part number 195-430h / lot 209990. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212618 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.